Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and two (2) mesh products were implanted. It was reported that the patient had removal surgery on (B)(6) 2013 during which the surgeon noted ¿chronically infected mesh and multiple draining sinus tracts, dense adhesions and multiple small abscesses on the left side of the mesh. ¿it was reported that the patient experienced severe pain, infection, nausea, diarrhea, chills, inflammation, scarring and loss of appetite. No additional information is provided.